Event description:
On (B)(6) 2013, it was reported that the patient experienced three episodes of hyperglycemia. In the first episode she was hospitalized in the ICU. In the third episode the patient's blood glucose level was 600 mg/dl around 4:00 and bolusing was not lowering her blood glucose level. Around 10:00 her blood glucose level was 564 mg/dl and she began to feel ill, her heart was pounding, and she began to faint. The patient's mother called her doctor who told her to stop use of the infusion device because he does not think it is delivering enough insulin. The patient was given an injection of insulin and her blood glucose level began to go down right away. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.